Event description:
Clinical study. It was reported that following a carotid artery stenting procedure, there was poor apposition of the stent. The target lesion was located in the ostium of the right internal carotid artery with 99% stenosis, a length of 8 mm, and a reference vessel diameter of 3.5 mm. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Per the site, the placement of the carotid wallstent resulted in poor apposition of the proximal end. Following post-dilatation residual stenosis was 0%. A non bsc stent was used to better appose the wall of the common carotid artery. This was the only additional treatment. There was no adverse event that resulted from the poor apposition. The pt was discharged the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.